Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted upon introduction of the interventional wire. The physician made the decision to cover the dissection by adding a secondary stent. The procedure was completed successfully with no further reported issues.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.